Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that the monopolar curved scissors (mcs) instrument was activating without pressing the foot pedal, which led to the patient's bowel being burned. No further clinical information was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, isi (isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi reviewed the system logs for the site with a procedure date of (B)(6) 2014 and confirmed that there were no related system errors to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the initial reporter of this complaint claimed that the mcs instrument reportedly contributed to a burned bowel injury.